Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the left ventricular lead exhibited loss of capture at high output. On (B)(6) 2014 fluoroscopy examination revealed that the lead had dislodged. The lead was repositioned successfully. The patient was in good condition before, during and post procedure.